Event description:
It was reported that the user experienced signal loss between the dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, and customer support guided the user through reconnection steps until the sensor successfully re-paired and data transmission resumed. No adverse clinical symptoms reported. Outcomes included resolution of connectivity and restoration of cgm data to the ilet. User support included troubleshooting and user education focused on cgm-to-ilet communication and pairing. Investigation of this case revealed a transient communication interruption with no device malfunction identified, and normal function was verified after successful re-pairing. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity issues related to cgm pairing.